Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states, that for the past two weeks, the tdx analyzer has been making a bearing squeal / motor noise that had not been reported. The customer then went on to report smoke coming from the analyzer within the past 24 hours. The customer powered off the analyzer and unplugged it from the power source. No injuries were reported or damage to the surrounding environment. The customer only uses this analyzer to run the gentamicin assay and has been sending samples out to another lab for testing. The customer is requesting a replacement analyzer. There is no impact to patient management reported.